Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who had unknown mentor gel implants placed experienced several symptoms with autoimmune reaction post procedure. Pre-menopause symptoms, hair loss, hot flashes, inconsistent periods, fatigue, brain fog, pain, tingling limbs, vision problems, irritable bowel syndrome, inflammation, arthritis, fibromyalgia, heart palpitations, rapid aging, anxiety, depressions, and panic disorder were all noted. The patient began a holistic diet and stated that it helped relieve the symptoms a bit. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This event was submitted directly to the FDA by the patient under mw5088654. See 1645337-2019-19694 for contralateral prosthesis report.